Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient feels like the subcutaneous implantable cardioverter defibrillator (s-ICD) has moved a bit. The clinic is wondering if they should perform a new defibrillation threshold (dft) test. X-ray imaging were provided for review. Boston scientific technical services indicated the device seems to be slightly anterior and the electrode is implanted higher than ideally. The system recorded an inappropriate shock for bigeminy rate when the complexes got double detected. Technical services suggested the main troubleshooting should be sensing capabilities at various postures and during isometrics. Should the device move inside the pocket and is affecting sensing, then they may consider alternate if it is a viable vector. It is the physician discretion to decide whether they would only keep monitoring, test other vectors and use alternate, test dft or revise the pocket. Additionally, the patient was evaluated in-clinic and the plan is to continue monitoring the patient. No adverse patient effects were reported. The device and electrode remain in-service.

Event description:
It was reported that the patient feels like the subcutaneous implantable cardioverter defibrillator (s-ICD) has moved a bit. The clinic is wondering if they should perform a new defibrillation threshold (dft) test. X-ray imaging were provided for review. Boston scientific technical services indicated the device seems to be slightly anterior and the electrode is implanted higher than ideally. The system recorded an inappropriate shock for bigeminy rate when the complexes got double detected. Technical services suggested the main troubleshooting should be sensing capabilities at various postures and during isometrics. Should the device move inside the pocket and is affecting sensing, then they may consider alternate if it is a viable vector. It is the physician discretion to decide whether they would only keep monitoring, test other vectors and use alternate, test dft or revise the pocket. No adverse patient effects were reported. The device and electrode remain in-service.